Manufacturer narrative:
This report is submitted on november 15, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was administered oral and topical antibiotics (date not reported) and subsequently the abutment was removed on (B)(6) 2018.